Event description:
It was reported by service report that the head brake wheel was stuck, there was intermittent power on the bed, and the foot left rail was stuck. No patient involvement or adverse consequences are reported.